Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital for an ablation procedure on (B)(6) 2021, where it was noted that the patient's left ventricular lead had become dislodged. Upon interrogation, it was noted that there was no capture on the lead, and an x-ray performed on (B)(6) 2021 confirmed that the lead was dislodged into the atrium. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.